Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms with 2 alarms occurring while on a plane flight. Customer reported an elevated blood glucose (bg) level of 250 (mg/dl). The customer resumed insulin delivery and administered a correction bolus to stabilize bg level.